Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 16) occurred. Additionally, the customer was using u-500 humalog insulin instead of the recommended compatible insulin. Customer¿s blood glucose value was between 54-500 mg/dl. Reportedly, a new cartridge was loaded to address the event.